Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on (B)(6) 2019 indicated the pump was explanted and replaced on (B)(6) 2019 with a new pump (sn#: (B)(4)). The explanted pump will be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug with an unknown dose and conversation via an implantable pump for spinal pain. It was reported multiple volume discrepancies had occurred. It was noted there was volume discrepancies at the last 2 refill. The rep did not know the dates. At one of the refills there was 7ml of drug less than expected and at another refill there was 12ml of drug less than expected. It was noted there was nothing to describe. A catheter dye study was done on (B)(6) 2018 and no issues with the catheter were found. It was noted the patient was having no clinical issues at this time. The only issue was the pump volume discrepancies. A pump replacement was scheduled for (B)(6) 2019. Surgical intervention did not occur but was planned and scheduled for (B)(6) 2019. It was noted that the issue was not resolved at time of reported. It was noted the hcp would have more information available on (B)(6) 2019 and the rep would obtain the information. The patient's weight was asked, but unknown. The patient's medical history was chronic pain. The patient's status at time of report was alive-no injury. The event date was unknown. No further complications were reported.

Manufacturer narrative:
Analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.